Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was then connected to a primary set, which was attached to a solution bag, and observed for flow issues. The device was found to flow freely with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported being unable to prime an unknown solution during the use of a one link extension set. This occurred on a patient during a gravity infusion. There was no report of patient injury or medical intervention. No additional information is available.